Event description:
The device was used during a segmental resection. The device was inserted into the rectum, fired and when it was removed the anvil remained in the bowel. The anvil was removed and there was no consequence to the pt.